Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Potential vessel trauma is noted in the instruction for use (IFU). Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mid right coronary artery (rca) after crossing the lesion with a fielder xt guide wire the microcatheter was advanced through the lesion. The fielder xt was exchanged with a versaturn flex guide wire. While attempting to advance a unspecified nc balloon into the ostial rca lesion the versaturn flex prolapsed to the aorta. The lesion was successfully rewired and crossed the lesion distally, however, a perforation was noted. No additional intervention was performed due to the guide wire issue and the perforation resolved without additional treatment. There was no reported adverse patient sequela post procedure. No additional information was provided.